Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported experiencing high blood glucose of 500 mg/dl, which she treated with manual injection. The customer experienced the symptom of blurred vision. At the time of this report, her blood glucose was 189 mg/dl. Troubleshooting was performed with the insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.